Event description:
It was reported the uretero-reno videoscope has a damaged tip. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. The complaint was confirmed; the device had detached bending support pins producing a sharp edge. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to friction problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.